Event description:
It was reported that the patient presented in clinic. The pacemaker exhibited loss of radio frequency (rf) telemetry. Programming changes were performed and rf telemetry was restored. The patient condition was stable before, during, and afterwards.